Event description:
During the assistance with a slow flow patient alarm on the home choice (hc), the patient revealed that they had air within the patient line during fill 1. The patient was the told to stop therapy and try manual exchange. They were advised to contact their nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through CAPA (B)(4).